Manufacturer narrative:
Concomitant medical product: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically high thresholds and low impedance which resulted in potential premature depletion of the cardiac resynchronization therapy defibrillator (crt-d) battery. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.